Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure'), pregnancy with contraceptive device ('pregnancy (with complications)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test" and device ineffective "device ineffective". The patient's medical history included parity 5 (date of births: (B)(6) 2003, (B)(6) 2007, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013) and migraine headache. Previously administered products included for prevent pregnancy: iud from (B)(6) 2012 to (B)(6) 2014 and depo provera. Past adverse reactions to the above products included abdominal pain with iud. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines/headaches"), abdominal pain ("pain: abdomen"), vaginal discharge ("vaginal discharge"), cyst ("cysts: no pain") and dizziness ("dizzy spells") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she underwent unspecified surgery for removal of essure). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, abdominal pain and vaginal discharge outcome was unknown and the cyst and dizziness had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, bladder disorder, cyst, device dislocation, dizziness, genital haemorrhage, migraine, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2019: plaintiff fact sheet received. Events ¿abnormal bleeding (general), pregnancy (with complications), urinary tract infection, bladder or urinary problems or changes: unspecified, migraines/headaches, migration of essure, pain: abdominal, vaginal discharge, cyst, dizzy spell, did not undergo confirmatory test and device ineffective¿ were added. Reporters, demographics, historical medications, medical history, essure indication (amended) were added. Event ¿cyst and dizzy spell outcome was updated to recovered/resolved incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.